Event description:
It was reported by a neurologist that vns programming system initially would not turn on and had a blank screen. The neurologist was instructed to perform hard reset which allowed the handheld to progress to the interrogation screen, but the battery would not hold charge and would shut off. All the connection were checked and appeared to be secured. The physician was sent a replacement handheld and (B)(4) attempts to obtain the handheld in question will be made.